Manufacturer narrative:
The device was returned to stryker (B)(4) sometime between the end of 2009 and the beginning of 2010 for repair without mentioning that it had opened during a procedure. The item was repaired and the device was returned. This report will be updated when the repair notes are received and additional information requires.

Event description:
It was reported that during a surgery, the aseptic battery housing opened and the non sterile battery fell on the surgery table. The battery did not touch the patient or the sterile surgery field. There were no adverse consequences related to this event.